Event description:
While the anchor was being inserted into the tissue through the guide via the driver, the top hex portion of the anchor broke. Sales rep reports indicate that the broken top hex portion may remain inside the pt. A subsequent anchor of the same type (unk lot number) was used and procedure completed. It was reported that no pt injury has resulted.